Event description:
A broach was used to prepare the bone, however once inserted it sat approximately 5mm proud.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device finds nothing outward to suggest product problem. The device was found to be within its specifications dimensionally. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Product problem has not been identified regarding the returned femoral stem. It should be noted, the referenced broach was not returned for examination. The investigation can draw no conclusions regarding the reported event with the information made available. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.